Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead. Review of performance data noted a high sensing integrity counter (sic) and high pacing impedance. Therapies were disabled and the rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.